Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked. Upon review of the pump history log, a primary audible alarm was noted. Device underwent functional testing; confirming the reported customer complaint upon power up. The c9 cap was broken off the interconnect board. The problem source has been determined to be user interface; a result of the customer's impact to the device.

Event description:
Information was received that device had primary audible alarm and cracked top case. Unknown patient involvement was reported.